Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips field service engineer (fse) went onsite to evaluate the device in question. The fse verified the customer had just installed a remote display by themselves that same day and the remote display had no sound. The cables were checked and all were good. The sound setting was also looked at, and it was discovered it had been set to remote hdmi display, but the lcd has no speaker. They had been using a separator to connect to another speaker. The fse adjusted the sound device to speaker, and then the remote display site had sound coming from the speaker. The fse confirmed the root cause of the issue was caused by the sound device setting change. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be sound device setting change. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported that the monitor remote display had no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.